Manufacturer narrative:
Cec has adjudicated the previously reported stenosis in the left common femoral extending to the sfa was related to the device, not related to procedure or drug.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure two in.pact admiral paclitaxel-eluting pta balloon catheter were used to treat a lesion located in the sfa of the left leg. The devices were successful. Almost 2 years post index procedure, the patient experienced stenosis in the left common femoral extending to the left sfa. This was treated by revascularisation of the left sfa using a non medtronic deb. The investigator assessed that the event was not related to the study device, procedure or drug. The event was resolved.